Event description:
The customer reported that he was hospitalized with a high blood glucose reading of 420 mg/dl. The customer had been experiencing high blood glucose levels for the past few days. The customer stated that her blood glucose reading at bedtime was 58 mg/dl, and 458 mg/dl in the morning. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Advised the customer that the tubing clamp would be shipped to him. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.